Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the hospital with a non-functional device. Two weeks later, a surgical procedure was performed and upon inspection, there was a crack found in the pump connecting tubing as a result, the physician removed and replaced the pump. The patient was stable following the procedure, and there was no additional information provided.

Manufacturer narrative:
Model number/catalog number: 72404013. Serial number: n/a. Batch/lot number: 1100218872. Model/catalog description: cxr 16cm. Unique identifier (UDI) #: (B)(4).